Event description:
It was reported that the device reached possible premature battery depletion. The device status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The weekly battery voltage trend data shows minimum battery voltage equal to 3.0 to 2.64 volts range between 2012 (B)(4) and 2013 (B)(4). This is before device recommended replacement time of less than or equal to 2.62 volts. Products: 5076-52 implantable lead, 2008 (B)(6). (B)(4).